Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular repair of a unknown sized thoracic aortic aneurysm. An endurant limb was additionally implanted for distal iliac re-entry. The proximal landing was just below the left subclavian artery which was said not to be healthy. It was implanted successfully and it closed the primary entry site. It was reported on an unknown date, follow-up CT demonstrated that migration had occurred. Although it was a plain CT, it was confirmed that an obvious bird beak at the lesser curvature had occurred however the false lumen size was also noted as decreasing and it was expected that there would be no leak to the false lumen. It was speculated that the bird beak was induced by the change in blood vessel route due to the decrease in the false lumen size. As per the physician the cause of the event was patient vessel morphology. No additional clinical sequel were provided and the patient will be monitored.